Event description:
Customer reporter error code 1009.no patient involvement.

Manufacturer narrative:
Date of report: 08/28/2018. Date received by manufacturer: 04/20/2018. Additional information: (UDI). Philips service rep followed up with customer. Customer has decided not to repair this unit and has retired it. The sensor board was tested and no failures were identified.

Event description:
Customer reporter error code 1009 (post inhalation autozero test failure). No patient involvement.